Manufacturer narrative:
(B)(4). Batch #t94v32. Investigation summary: the device was returned with the bottom portion of the I-blade out of the lower jaw channel. The lower jaw channel was also damaged. The device was connected to the generator and it was recognized. Because of the condition of the device, not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a total laparoscopic hysterectomy, the I-blade moved to one side and did not to revert to the original position when cutting the thick tissue. The device could not be removed from the trocar. The same issue occurred with two devices. No pieces fell into the patient and gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.